Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a tego¿ connector reporter stated that a hole or defect in outer coating of tego cap caused blood to leak out and air to leak into the patient¿s catheter. The event happened during patient use and air drawn into connector. There was no patient harm reported.

Manufacturer narrative:
Investigation summary received one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #13938364 as received, noticed some tearing near one of the post seal, also a small hole on the top silicone seal. Returned sample fails leak test. Confirmed customer complaint of hole or defect in outer coating of tego cap. Probable cause, unknown. A device history review for the lot # and relevant commodities were reviewed, the following discrepancy was identified: lot #: 13899645, 13899644 discrepancy: tego seal with occluded window covering the rib from the tego body. According to the specification the rib from the tego body should pass through the window. Quantity impacted and sampling results (fail/pass): 100% inspection, 198,325 units were found affected with occluded window" "during visual inspection on. After performing functional test tm 0000090 the window area still occluded and the rib is under silicone part. Totes1-4 were affected.".